Event description:
Ous MDR - it was reported that the patient received 20 inappropriate shocks due to oversensing. This lead was capped.

Manufacturer narrative:
7/11/18 - corrected the model number. The manufacturing process of this lead was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. The provided data contained iegms that showed the interference signals in the right ventricular channel mentioned in the complaint text, which led to shock deliveries. However, it was not possible to determine the cause of the clinical complaint based on the available information since this would require an examination of the lead itself. If additional relevant information or the device itself should become available, the incident will be updated accordingly.